Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump received with a blank display anomaly due to battery tube power connector not fully connected. Unable to perform displacement test due to blank display. The insulin pump was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.

Event description:
Customer reported via phone call hat the insulin pump was damaged. Customer blood glucose was 130 mg/dl. Customer also stated that insulin pump back was crack. The insulin pump will be returned for analysis.